Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d314drg, serial# (B)(4), implanted: (B)(6) 2012. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving several shocks. The right ventricular (rv) lead had insulation damage and showed short interval counts (sic). The lead was capped and replaced. No further patient complications have been reported as a result of this event.